Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose. The customer's current blood glucose is 356 mg/dl and customer's blood glucose while hospitalized was 644 mg/dl, customer's blood glucose at the time of incident was 644 mg/dl. The date at that day customer was hospitalized was (B)(6) 2017. The cause of hospitalization was high blood glucose. The document outcome of the hospitalization was customer had diabetes ketoacidosis. The customer was not wearing the insulin pump during the hospitalization. It also reported that the customer was wearing off pump was less than 48 hours. The customer was reported that the drive support cap was normal. The troubleshoot was performed for high blood glucose. The insulin pump will be returned for analysis.

Manufacturer narrative:
Unit was received with operating currents within specification. Unit passed self-test, unexpected restart error test, rewind, basic occlusion test, occlusion test, prime/compromised force sensor system test, excessive no delivery test and displacement test. Unit passed dat test at 0.08765 inches. Unit was received with cracked reservoir tube lip, cracked battery tube threads, corroded battery tube and minor scratches on lcd window.